Event description:
It was reported device shift, leak, and a stroke occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure device was implanted on (B)(6) 2025. The patient was discharged. At the routine 45 day follow up exam, it was found that the device had shifted, and a leak was detected. The patient did not have any symptoms; however, the physician elected to explant the closure device using a non-boston scientific (bsc) grasping device (2.4mm snare). During the explant a portion of the implant could not be detached from the limbus. The physician suspected that tissue had attached to the device fabric and would not allow for complete device removal. Physician decided that a surgical removal was the safest option and scheduled the patient for surgery. The day after the failed attempt at explant, the patient was reported to have some facial paralysis and speech issues. A transesophageal echocardiography (tee) was completed at the time of the neurological event, and it did not show any thrombus on the closure device. The patient remained in the hospital and was monitored for an ischemic stroke. The patient had surgery on (B)(6) 2025 to successfully remove the closure device and is currently recovering.